Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "doctor said revision not related to implants. Loose prosthesis from fall." Patient's stem, head and liner were revised. Rep confirmed there are no allegations against the revised devices, provided a pre-revision x-ray, and confirmed that no further information will be released.